Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was found cracked prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to fisher & paykel healthcare in new zealand for evaluation. Neither the subject device, nor the photographs were provided. Our evaluation is therefore based on the limited information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the mr290v vented autofeed humidification chamber was found cracked during set up and prior to patient use. The subject device was not returned to fisher & paykel healthcare in new zealand for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was found cracked prior to patient use. There was no patient involvement.